Event description:
It was reported that noise was observed on the rv lead. There was a non-sustained vt episode recorded because of the presence of the noise. Physician recommended programming changes, which were already made. Noise was not reproducible in clinic. All lead measurements were in range. Lead will be monitored. The patient did not experience any symptoms.